Event description:
As soon as pocket was closed, lost all numbers on ra lead. No sensing and impedance below 100. Reopened pocket, checked connection to can and did not solve it. Connected with cables to lead and still had issue. Physician explanted it. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed 12 cm distal to the is-1 connector pin that the insulation was found squeezed and damaged, which is assumed to be the root cause of the observed electrical issues. This damage most likely resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened, should additional data become available.